Event description:
It was reported that during a prostate procedure, three fibers were used and all experienced the fiber cap not rotating with the fiber when lasing resulting in significantly diminished vaporization efficiency. The first fiber at 22338 joules; second fiber at 69153 joules; third fiber at 79790 joules. The procedure was completed using a fourth fiber. "No patient injury" reported. This report is for the third surgical fiber used.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap; detritus and char was also observed on the metal cap. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure. Reference MFR. Report number: 2937094-2013-00609, 2937094-2013-00610.